Manufacturer narrative:
Batch review performed on 30-jan-2024. Lot 2311640: (B)(4) items manufactured and released on 20-jul-2023. Expiration date: 2028-07-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
At about 2 weeks after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.